Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. The logfile showed several successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy was detectable for the reported treatment. The surgeon docked the patient interface on the left eye five times because no valid suction two value could be reached in the first four attempts . After the fifth attempt, a valid suction two value was reached and the firing could start. Treatment for left eye was finished successfully. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health care professional reported issues with flap cut. Flap was partially cut. Patient's health and sight was not impaired. Treatment was postponed. There are three related reports for this facility. This report addresses the patient (B)(6) left eye and other manufacturer reports will be filed.